Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) Maybe directly on device. Are there any photos of the foreign matter available? Can't take the photo. The following information was requested, but unavailable: please describe the type of foreign matter that was observed.unk is it possible that the foreign material fell into packaging upon opening of device? Unk was the suture seals on the foil still intact when the package was opened? Unk where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging) unk this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During surgery, it was found that there had been a foreign matter like a small piece of trash inside the package when tried to use in the operation. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.